Event description:
The pt reported being admitted to the hospital on (B)(6) 2011 with ketoacidosis and elevated blood glucose of 26 mmol/l (468 mg/dl). He believes the infusion device delivers too little insulin. Type of treatment received was not provided. The infusion device was replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.